Manufacturer narrative:
Based on the additional information provided by the cardiovascular surgeon on (B)(6) 2024, it cannot be determined that the alleged wound deterioration and delayed secondary closure of the wound requiring prolonged hospitalization is related to the v.a.c.ulta¿ therapy system. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: v.a.c.ulta¿ therapy system warnings: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals for the v.a.c.ulta¿ therapy system. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and / or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension, or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact a physician immediately to determine if v.a.c.® therapy should be discontinued. Keep v.a.c.® therapy and v.a.c. Veraflo¿ therapy on: never leave a v.a.c.® dressing or v.a.c. Veraflo¿ therapy dressing in place without active v.a.c.® therapy or v.a.c. Veraflo¿ therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing or v.a.c.veraflo¿ therapy dressing from an unopened sterile package and restart therapy; or apply an alternative dressing at the direction of the treating clinician. Dressing changes wounds being treated with the v.a.c.ulta¿ therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings and v.a.c. Veraflo¿ therapy dressings should be changed every 48 to 72 hours, but no less than three times per week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more frequently with the dressing change intervals based upon a continuing evaluation of wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 13-may-2024, the following information was provided by the cardiovascular surgeon: on (B)(6) 2024, the v.a.c.® dressing was not contracting and no negative pressure was applied. The v.a.c.ulta¿ therapy system was replaced and the issue was resolved. On 31-may-2024, the following information was provided by the cardiovascular surgeon: the patient allegedly had wound deterioration with pus-like material at the wound base after the v.a.c.ulta¿ therapy system stopped suctioning on (B)(6) 2024. No alarms were observed by the physician or hospital staff. The device was changed an hour later. V.a.c.® therapy resumed until secondary closure of the wound on (B)(6) 2024. The event allegedly delayed the secondary closure of the wound and prolonged the patient's hospitalization. On (B)(6) 2024, the following information was provided by the cardiovascular surgeon: the patient's initial wound was a surgical dehisced chest wound complicated by surgical site infection. The chest incision was opened after debridement and antibiotics and wound cleansing were done for infection control prior to application of v.a.c.® therapy. The surgeon determined that there was a causal relationship with the malfunction of the machine and the alleged wound deterioration due to the period when negative pressure was not applied. It is not known how long suction was stopped. The healthcare staff noticed the device was on without any alarm; however, they did not check to see if the dressing was compressed between 10-may-2024 and previous dressing change on or about 07-may-2024. The new unit was delivered and placed one hour after the malfunction of the device was noted. No alternate dressing was placed during this period. Secondary closure of wound was initially scheduled for (B)(6) 2024. No additional antibiotic was prescribed. On 24-may-2024, a device evaluation was completed by solventum quality engineering. On 26-feb-2024, the device was tested per quality control procedure by a solventum service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2024, the device was placed with the patient. On 24-may-2024, the device was tested per quality control procedure by a solventum service center and no failures were found with the device related to this event.